Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, ID# test#1, inratio: 1.4, lab: 1.4. Date: 2008, ID# test#2, inratio: 0.8, lab: 1.4. The repeated results are as follows: 1st test 1.4. Ii test 0.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, ID#: test#1; inratio: 1.4, lab: 1.4, mean: 1.4; confident limits: 1.1-1.9. 2008, test#2; inratio: 0.8, lab 1.4, mean: 1.10, confident limits: 1.0-1.5. The test #1 the inratio and lab values are within the confident limit as per the internal procedure, rev.2 where as for the test #2, the confident limit are not within the limits. Product will be investigated. Also the pt repeated the test. The repeated test is as follows: 1st test: 1.4, ii test: 0.8, average: 1.1, sd: 0.42, %cv: 38.18. The acceptance criterion for imprecision is a %cv is more than 20%. Since the value is greater than 20% the criterion is not met. Product will be investigated.